Manufacturer narrative:
Two samples were received for investigation. The investigation determined that the root cause is the presence of interfering stubstance or substances in the elecsys total psa assay. No product issue was found as the confirmed and possible interferences are dislcaimed in the method sheet for this assay.

Manufacturer narrative:
The samples have been requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys free psa results from the cobas e 801 analytical unit. This medwatch will apply to the elecsys free psa assay. Please refer to the medwatch with a1 patient identifier: (B)(6) for the information related to the elecsys total psa assay. Patient (B)(6) free psa result on (B)(6) 2025 was 3.33 ng/ml, and the total psa result was 2.46 ng/ml. A new sample was requested on (B)(6) 2025, and the free psa result was 2.48 ng/ml, and the total psa result was 1.78 ng/ml. Patient (B)(6) free psa result on (B)(6) 2025 was 0.798 ng/ml, and the total psa result was 0.220 ng/ml. Patient (B)(6) free psa result on (B)(6) 2025 was 0.332 ng/ml, and the total psa result was 0.903 ng/ml.